Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer difficult to open. A field service engineer (fse) arrived at the station and found that matrix store one would not open. The fse investigated and discovered that the reflective tape for the open/close sensor was smudged, reducing the sensors sensitivity. The fse cleaned the sensor and the reflective tape and then verified proper operation through the hardware test application afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was difficult to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.